Event description:
It was reported that the rota burr was stuck with the rotawire. A 1.25mm rotapro and rotawire were selected for use. During the procedure, the rota burr got stuck with the rotawire. The procedure was completed using another of the same device. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.